Manufacturer narrative:
Manufacturer's evaluation: the complaint of infection cannot be confirmed via laboratory testing. (B)(4).

Event description:
It was reported the patient fell on her ipg pocket site. After which, an infection occurred. Subsequently, the patient underwent surgical intervention where her system was explanted.